Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "chronic seroma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: weight to the spec, voids, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device these are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a right side "chronic seroma" and capsular contracture, baker grade unknown. Device has been explanted.